Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/race/ethnicity characteristics is male/14 years old/white/not hispanic or latino. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of the medtronic selectsecure and conventional pacing leads: long-term follow-up in a multicenter pediatric and congenital cohort. Pace - pacing and clinical electrophysiology. 2019; 42 (3): 356-365. Doi: 10.1111/pace.13614. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a comparison of new generation steroid-eluting leads and conventional pacing leads in pediatric and congenital patients. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturer/method. It was reported that both the newer generation leads and conventional leads exhibited phrenic nerve stimulation, decreasing impedance,pericardial effusion, loss of capture, and lead fracture. Conventional leads exhibited pneumothorax, venous thrombus, sensing failure, and an unspecified malfunction. It was also reported that the newer generation leads experienced lead injury during sheath splitting, oversensing, increasing thresholds, and lead dislodgement. Some of the leads implanted for this study were subsequently explanted and replaced. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.